Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 365 mg/dl at the time of the event. At the time of the report, the insulin pump alarmed motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a faulty force sensor.